Event description:
End of cap tore off.

Event description:
Add'l info rec'd from MFR 10/12/04: MFR did not receive a sample for this complaint. MFR was unable to perform an eval and no conclusion can be drawn as to why this incident occurred or if it was attributable to the device. A review of the device history record could not be completed, as the lot number invovled was not available. This is the first complaint of this type where the cap was reported as tore off.